Event description:
It was reported that while the patient was admitted to the hospital due to elevated blood glucose, the patient was found to have a critical troponin of c86. Electrocardiogram (EKG) results revealed sinus tachycardia with beats per minute of 100. The patient stated having left upper quadrant (luq) abdominal pain, shortness of breath and weakness. On (B)(6) 2022 CT (computed tomogrpahy) of chest, abdomen, and pelvis revealed interval, mild compression fracture of t6 with no retropulsion. Small nodule measuring 3mm in the superior segment of the right lower lobe. Follow-up could be considered. Moderate volume fecal loading throughout the colon, suggesting constipation. On (B)(6) 2022, the patient¿s hemoglobin dropped to 7.0 and required a transfusion of 1 unit of packed red blood cells (prbcs). Dark stools reported; however, fecal occult was negative. The patient reported to have negative guaiac (fecal/stool test), the second guaiac positive, and the third guaiac negative. A colonoscopy was performed in (B)(6) and patient could not have another colonoscopy until (B)(6) 2022. There were no other bleeding sites reported. The patient remained in hospital to be monitored and would continue to be monitored by cardiologist outpatient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system, serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), until they experienced further bleeding and elevated troponin on (B)(6) 2022 (manufacturer report number 2916596-2022-01906). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021 the heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, among other events, as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.